Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on september 19, 2019, and it was noted that on initial visual inspection that there was no visual damage or anomalies observed. Investigation summary: it was reported that a male patient underwent a right sided atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the physician heard a sound of a steam pop, and the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 500 ml of fluid from the pericardium. The patient was reported in stable condition after pericardial drainage. The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. The deflection test was performed, and it was found within specification. Then, the irrigation was performed and failed. Further investigation revealed that irrigation tube was occluded in the shaft area with saline crystals, no damage was observed on the tubing. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint has been confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30195240l number, and no internal actions related to the complaint was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a male patient underwent a right sided atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the physician heard a sound of a steam pop, and the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 500 ml of fluid from the pericardium. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was not performed during the case. The flow was set within default settings for thermocool® smart touch® sf bi-directional navigation catheter. No error messages were observed on any biosense webster, inc. Equipment. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3 mm, 3 sec, 25% 3g, size of 3. Respiration adjustment was used as additional filter with the visitag. The color options used prospectively were time and surpoint.